Event description:
The doctor reported the patient status post left total hip replacement is in need of a revision of the acetabulum component due to loosening. Also appears to be a healed acetabular fracture. The doctor decided to revise the cup through the anterior approach. The femoral head was carefully removed with a bone tamp. He then removed the liner with a small osteotome. He proceeded to remove 2 screws in the cup. He then removed the cup which was loose. The acetabulum was then cleaned up and reamed with the acetabulum reamer. A 54mm tritanium revision cup was impacted. 5 screws were placed to augment fixation. A new liner was implanted and a trial reduction was performed. Satisfied with leg length and stability, a new lfit metal head +5 36 was impacted. The surgical site was closed. Procedure was performed without incident.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.